Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05sep2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer inspected the unit's filters and found the air inlet filter was clogged. The customer replaced the air inlet filter and the issue was resolved.

Event description:
It was reported that the unit declared a blower temperature high error. There was no patient involvement.